Manufacturer narrative:
Extension model 37085, serial# unknown, implanted: (B)(6) 2011, explanted unk.

Event description:
It was reported that the mark was missing on the extension, thus safe handling was not possible when introducing the electrode. All impedances were over 40,000 ohms, except 8 and case which measured 1050 ohms at the pole 8-11. There was no patient injury.